Manufacturer narrative:
H10: additional information. Updated section b5 and h6 (impact code).

Event description:
It was reported that during an arthroscopy, the biosure ha screw broke while screwing in. Non-significant delay was reported, and the procedure was finished with a smith and nephew back up device used in the originally drilled bone hole, and no void was left in the patient. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy, the biosure ha screw broke while screwing in. It is unknown if there was a delay. The procedure was finished with a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
The reported device was received for evaluation. A visual inspection revealed that it is not in its original packaging. The distal end is fractured and the threads are deformed along the length of the device. There is biological debris on the returned device. Based on the condition of the product material found during visual inspection, it was determined the device damage was caused by the application of improper/excessive force. Additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. An evaluation of the customer provided image found a screw with damaged edges. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.